Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event occured in (B)(6). Cmp-(B)(4).

Event description:
It was reported that the femoral impactor disassembled while surgeon was impacting a femoral component with the impactor. After the operation, the surgeon confirmed by x-ray that the screw fell into the patient's femur and it remained there. The surgeon performed re-operation to remove the screw. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed via immediate post-op radiographs provided. Visual inspection of the returned instrument noted multiple dents and scratches on the handle. The screw head was stripped indicating high torque application and the nylon plug that secures the screw was worn out. Also the head of the screw was too stripped and could only be hand tightened. The poly pad has nicks and gouges over the surface indicative of use. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that prior to the surgical completion, the surgeon noted the screw was retained by the patient via x-ray. Therefore, the surgery was delayed to remove the screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The manufacturing date could be november 30, 2011 or december 15, 2011.